Event description:
It was reported while doing the preventive maintenance check on the pump they could not get the accuracy to be within the 6 percent. It was over 6 percent high on the 20ml dose. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received. Visual inspection found the tamper seal to be removed. Review of the device's event history was not required. Three accuracy tests were conducted. Upon review, the reported problem was unable to be duplicated, the pump was found to be within manufacturing specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6) ; b3: unknown; a1 updated.